Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak of 100 ml per breath. The cuff pressure increased, but leakage continued. Fresh gas was administered, and the procedure was completed with the leaking tube. Medical intervention was not required. There was patient involvement, but no injury.

Manufacturer narrative:
D3: updated. H3 and h6 codes: updated. One sample was received for evaluation. The lot history was reviewed, and no nonconformities were identified that could have contributed to the reported complaint. Visual inspection of the device revealed no physical damage or anomalies. Functional testing was conducted, and no leakage was observed. Therefore, the reported complaint of leakage could not be confirmed or replicated, and a root cause could not be determined.